Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced severe hyperglycemia with a peak blood glucose of 523 mg/dl while being treated for a kidney infection and taking antibiotics, disconnected from the pump, and managed glucose with subcutaneous insulin injections before later transitioning in the hospital from an insulin drip to glargine and lispro and subsequently returning to pump therapy; the device problem and component could not be specified due to insufficient information. Symptoms included hyperglycemia and dizziness, along with polydipsia. Outcomes included no health consequences or lasting impact reported. Investigation included communication with the patient and clinical manager and analysis of information provided by the user and third party. Investigation of this case revealed no available findings and insufficient information related to the device or its components. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.